Manufacturer narrative:
Device was not returned to 3m for analysis. A device history review was conducted on 1149c-lp, lot: 2022-01ac and the record showed no quality issues with this lot. Concomitant medical products used were: valleylab force fx (tm) electrosurgical generator, medline cautery pencil, push-button stainless-steel blade. End of report.

Event description:
A registered nurse (rn) reported that a 3m¿ universal electrosurgical pad (1149c-lp) was applied to a patient's right anterior/lateral thigh during a bodytite abdominal and facetite face and neck surgical procedures with bilateral excision of axilla dogears. The patient was in supine position during the procedure. The rn informed that toward end of procedure, a cautery pencil, push-button stainless-steel blade, stopped working, and after the electrocautery pencil was replaced, the grounding plate was checked and the burn was identified at that time. The rn alleged that a 2cm x 2cm 3rd degree thermal burn occurred under the cautery grounding pad. Treatment consisted of primary excision and closure. The patient is reported to be healing well.